Event description:
It was reported that a pt underwent a laparoscopic myomectomy (multiple subserosal myoma largest 7 x 7cm) procedure on an unk date and absorbable adhesion barrier was used. Ten days after discharge, the pt visited an emergency room with a complaint of abdominal pain and fever and leukocytosis (wbc 18600/ul) and crp elevation (116.2 mg/l). After ineffective antibiotics treatment, a diagnostic laparoscopy was then arranged (45 days after initial laparoscopic myomectomy) and found severe pelvic abscess formation and dense adhesion with pseudocyst of the cul-de-sac. Prior uterine wound cover with oxidized regenerated cellulose barrier was now dense adhesion and necrotic debris. Adhesiolysis and pelvic irrigation with necrotic debris removal were performed and a retention drainage tube placed transabdominally. Post-operatively antibiotics continued and the pt recovered well and was discharged uneventfully.

Manufacturer narrative:
(B)(4). (Infection). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.